Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm as well as insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and insulin pump had hardware low level failure alarm. Customer stated that the bolus, down button and back arrow takes 30-45 seconds to respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. Customer stated that the buttons were working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm (variable info=3) and pump error 4 alarm confirmed in the pump history due to broken trace on keypad assembly.